Event description:
Following attempted installation of upgraded software the programmer generated "serious error identified" message and would not start up. The service disk did not resolve. The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer boots up with a system error, also two different errors were found to have occurred in the past. As a result the hard drive was reconfigured and software was reloaded.